Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a spinning spiros® closed male luer, red cap. It was reported the bifuse became disconnected from spiros cap attached to red lumen cap while the patient was in the bathroom. This resulted in an open line and blood all over the patient and bathroom floor. The spiros cap was removed and new tubing made. It was less than 5 minutes into infusion when the tubing separation/disconnection occurred. There was patient involvement and an unspecified amount of blood loss.